Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests weren't performed due to the keypad anomaly. No moisture damage was noted on the electronics and motor. The device had severely scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call, she checked her blood glucose level, and attempted to input into the device and the buttons weren't responding. Customer's blood glucose was 306 mg/dl. Customer stated the device may have been exposed to moisture as she wears the device in between her pants and her hip. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.